Event description:
Healthcare professional reported a right side implant exchange due to patient concern with the product and rupture. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation : analysis of the returned device identified: weight to the spec, deformation device, creases fold and brown particles in the shell. Cloudy and voids in the gel observed after autoclave cycle. Based on the device analysis the final assessment is no issues found related with the manufacturing process. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.